Event description:
It was reported that the patient presented a budge at the base of the penis. The cylinder buckled and herniated because the corpora had not completely closed after the last surgery. The non functioning inflatable penile prosthesis (ipp) was removed and replaced with a new ipp system. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient presented a budge at the base of the penis. The cylinder buckled and herniated because the corpora had not completely closed after the last surgery. The non functioning ambicor penile prosthesis (app) was removed and replaced with an inflatable penile prosthesis (ipp). The patient had a good outcome with no further complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.